Manufacturer narrative:
One probe sample was received. However, the reported lot number was expired on the procedure date. The expiration date of the customer reported lot is 31-may-2021. The lot number provided, indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing location, because the complaint sample exceeded its expiration date. And should not have been used. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure, the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an attachment, in the middle of the cutter¿s tip, got the cutter stuck, therefore he was unable to insert it further during vitrectomy procedure. The procedure was performed and completed after replacing the product with another one. There was no patient harm.